Manufacturer narrative:
Product event summary: analysis confirmed the battery would not charge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient follow-up the programmer displayed a low battery message and then powered down while plugged into a power outlet. It was also reported that the battery could not hold a charge. The battery was replaced and the issue had not reoccurred since. The programmer remains in use, but the battery has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.